Event description:
Patient fell out of the sling during transfer between bed and wheelchair. The sling detached from one of the sling bar hooks. Patient hit head/back of head and left side of the torso on the left leg on the lift.

Manufacturer narrative:
According to facility the most probable cause to this incident is user error.